Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('stomach swelled') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), alopecia ("lost so much hair"), female sexual dysfunction ("couldn't have sex") and fatigue ("exhausted") and was found to have weight increased ("I ended up gaining a crap ton of weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal distension, endometriosis, fibromyalgia, weight increased, alopecia, female sexual dysfunction and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia and weight increased to be related to essure. The reporter commented: she had to have a hysterectomy at (B)(6) and feel so much better today. Amendment: the report was amended for the following reason: the coding of event "couldn't have sex" was updated from ¿sexual relationship change¿ to ¿apareunia¿. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('stomach swelled') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), alopecia ("lost so much hair"), female sexual dysfunction ("couldn't have sex"), fatigue ("exhausted"), dyspareunia ("sex-so painful/felt super tight"), loss of libido ("loss of libido"), allergy to metals ("allergy to nickel"), pain ("pain") and discomfort ("discomfort") and was found to have weight increased ("I ended up gaining a crap ton of weight/gain over 40 lbs"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy, uterus and tubes removed). Essure was removed. At the time of the report, the abdominal distension, endometriosis, fibromyalgia, weight increased, alopecia, female sexual dysfunction, fatigue, dyspareunia, loss of libido, allergy to metals and discomfort outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, discomfort, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, loss of libido, pain and weight increased to be related to essure. The reporter commented: she had to have a hysterectomy at 33 and feel so much better today I had it since (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events: painful intercourse, loss of libido, nickel allergy were added on 23-mar-2020: information from social media received - added new reporter. Updated reported event terms, added mild to endometriosis. Added new events pain and discomfort. Added treatment drug. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('stomach swelled') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), alopecia ("lost so much hair"), female sexual dysfunction ("couldn't have sex") and fatigue ("exhausted") and was found to have weight increased ("I ended up gaining a crap ton of weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal distension, endometriosis, fibromyalgia, weight increased, alopecia, female sexual dysfunction and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia and weight increased to be related to essure. The reporter commented: she had to have a hysterectomy at 33 and feel so much better today. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.